Manufacturer narrative:
There were no (B)(4) devices of lot number c599548 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for eval. A document based investigation was carried out with the info provided. Due to a variety of clinical conditions such as pt anatomy and progression of disease state in addition to the device not been returned, the cause of this complaint cannot be confirmed. Prior to distribution, all (B)(4) devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the (B)(4) devices for lot number c599548 revealed no discrepancies that could have caused the complaint issue. A review of the 2-yr complaint history for this product family was conducted. This type of report represents an isolated occurrence. Based on this review, the likelihood of this of occurrence is remote.

Event description:
The physician placed the evolution esophageal stent. Two days later it was noted that the stent had migrated into the stomach and was retrieved using a forceps. Another partially covered stent was then placed. The pt did not experience any adverse effects due to this observation.